Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4): the complaint is under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility/translation of user facility information by bbm sales organization in (B)(6): "fast flow." According to the customer: "the pump should run for 48 hours. The drug was applied already after 28 hours."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # 400520871. The device has not been returned for investigation in our laboratory at b. Braun melsungen ag, melsungen, germany: we received one used and empty easypump ii lt 100-50-s without packaging. Weight of the sample in received condition: 60.8 g the following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. After opening the big top cap and removing of the closing cone we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector of the sample. The white clamp was closed, and the patient connector (lla-cone) was not closed (the original wing cap was not submitted from the customer). Damages that would lead to a malfunction was not detected at the received sample. Functional inspection: in addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume (100 ml) with nacl 0.9 %. After starting the pump, the pump worked immediately (solution was running). Leakages were not detected at the received sample. Physical inspection: furthermore, the flow rate of the pump was tested. Nominal: 2 ml/h. Actual: 4.8 ml in 1 h; 7.7 ml in 2 hrs; 52,2 ml in 25 hrs. The decisive value to evaluate the flow rate will be measured approx. At the half of the pump running time. The flow rate of the pump is within the specification. Summary and assessment: a too fast flow at the pump (as described by the customer) was not determined. Based on the conducted investigations the tested sample is within the specifications. Therefore, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 20n23ge261, there is no abnormality and no such defect detected at in process and at final control inspection.